Manufacturer narrative:
Button error alarms due to corroded keypad traces. Moisture damage found on lcd board. No moisture damage found on interface board, mother board, or radio frequency boards. Unit had missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 97 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.